Event description:
Unomedical reference no.(B)(4). Event occurred in the united states. On 08 april 2024, patient has reported that infusion set has bent canula. Blood glucose at the time of incident was 120mg/dl and she gave herself 10units of novalog. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.